Manufacturer narrative:
(B)(4). Device evaluation: the report that the sheath tip peeled back during insertion was confirmed. Returned was a peel-away sheath/dilator combination. With the unaided eye, the sheath tip appeared folded back on one side. The dilator tip did not appear damaged. Under microscopic examination, the tip of the sheath was folded back on one side, but not the other. The sheath body measured 2.78" in length, which meets specification of 2.625 - 2.875" per the sheath graphic. The sheath tip inside diameter (ID) could not be accurately measured due to the tip damage. The outside diameter (od) of the dilator body measured 0.073", which meets the .071 - .075" requirement of the dilator extrusion graphic. The dilator protruded through the catheter 0.891", which meets the specification of 0.625 - 1.125" per the sheath/dilator assembly graphic. The instruction booklet provides insertion techniques for the sheath / dilator assembly. The instruction booklet directs the user to pre-dilate puncture site if necessary. It was noted that no skin nick was made prior to insertion. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined. Further investigation of this complaint issue is being conducted.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the sheath peeled back during insertion. There was no patient death or complications reported. Follow up information states this occurred during insertion and no skin nick was made. The customer has been using our product for over 10 years and skin nicks were never needed. They do often double dilate but not in this particular case. As a result, a pi kit was opened to obtain another sheath to complete the procedure